Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support and was assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to contact support again if the issue reappears and acknowledged the instructions.